Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This record is being submitted late as part of a retrospective review per (B)(4), complaint retrospective review and remediation protocol. A field service engineer (fse) was dispatched to address the reported event. The fse phone called the customer the second day and guided them to clean the cup pick up mechanism and to run a cup transfer test. No errors were found. The system operated as intended. The probable cause of this event was a sticky pickup arms. A 13-month complaint history review and service history review for similar complaints was performed for the aia-900 serial number (B)(4) from 06oct2016 through 06nov2017. The review found there were no other similar reported complaints for this product during this period. The aia-900 operator's manual under section 12 - flags and error messages, states the following: 12.2 error messages and corrective action. If an abnormality occurs during measurement, or it is difficult to continue measurement, an error message will be displayed. When an error message is displayed, a buzzer sounds to inform the operator of the trouble, and also an error message is printed out. If an error occurred, and the assay could not be completed normally, it is conceivable that an error flag is attached to the measurement value, preventing a result from being obtained. 2163 c.transfer cup not released. Cause: the holder sensor s063 detected a cup after the cup was released. Action: please contact the tosoh local representatives. Check s063 and the cup release operation.

Event description:
The customer reported receiving error code 2163 (c trans cup not released) with their aia-900 instrument. The customer tried troubleshooting by repowering the system which cleared the error message. The customer called back to say that the error reappeared at a later time. The customer tried troubleshooting again by removing the center cover and found that the waste chute was fine. They were able to run all set homes, but the system displayed the error at the end of a test cycle. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting for prog e2 bhcg and lhii patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.